Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7090036/7090089.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and no known complications were reported during the procedure. The explanted devices will not be returned.